Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that there were device interaction with the stent struts and the sheath when delivered into the patient's body. The device was simply pulled out and completely removed as a whole from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.